Event description:
It was reported a hematoma occurred. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was used to delivery a watchman laa closure device. On (B)(6) 2019 the patient presented to the emergency department with leg swelling/bruising. The patient was admitted and underwent surgery to repair non bsc closure device injury to proximal right superficial femoral artery and evacuation of right thigh hematoma. The event was considered not recovered/not resolved at the time of reporting.